Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 13 mg/dl, and loss of consciousness. Reportedly, the cause was related to the customer being a very brittle diabetic. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Reportedly, the customer was intubated; however additional information regarding treatment received was not available. Reportedly, the customer was released approximately three weeks later with the issue resolved and no permanent damage.